Manufacturer narrative:
(B)(4).

Event description:
Received information the patient had a bad fall about 6-8 months ago. Now when the stimulation is turned on she experiences a shocking or jolting sensation. Patient has left the device turned off. Hcp did an x-ray and the system looked okay. The next step per hcp is reprogramming. Patient has been instructed by medtronic patient services to keep the device recharged even if it is turned off. Additional information has been requested and if received a follow up report will be sent.